Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation reviewed the alarm trace for the last 30 days, which showed multiple sample short alarms and sample clot alarms. The cause of the event could not be determined based on the provided information, and non-systematic and irreproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys troponin t hs assay results from six patient samples tested on the cobas e 801 analytical unit. On (B)(6) 2025: patient sample 1 the initial result was 5537 ng/l. The first repeat result was 6773 ng/l. The second repeat result was 6696 ng/l. On (B)(6) 2025: patient sample 2 the initial result was 10.9 ng/l. The repeat result was 14.2 ng/l. On (B)(6) 2025: patient sample 3 the initial result was 13.6 ng/l. The repeat result was 19.5 ng/l on (B)(6) 2025: patient sample 4 the initial result was 3.39 ng/l. The repeat result was 6.43 ng/l. On (B)(6) 2025: patient sample 5 the initial result was 9.27 ng/l. The repeat result was 12.5 ng/l. On (B)(6) 2025: patient sample 6 the initial result was 7.02 ng/l. The repeat result was 10.7 ng/l. No questionable result was reported outside of the laboratory.